Event description:
It was reported that at the time of an elective generator change, the right atrial (ra) lead was repositioned after being chronically dislodged. The physician was able to obtain excellent electrical measurements upon repositioning. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694758 implantable tachy lead implanted: (B)(6) 2008, product ID d154awg implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2008. (B)(4).